Event description:
Possible overdelivery reported. The patient was set to receive morphine at a concentration of 1mg/ml, with a pca dose of 1mg, lock out 10 minutes, four hour limit at 20mg; no continuous setting selected. A below the knee amputation had been performed the day prior to the incident and the pump had been in use with the patient for less than 24 hours. The patient "quit breathing" and had respiratory and cardiac arrest. The attending doctor attributed the cardiac arrest as being related to long-standing cardiac disease. The patient was resuscitated, but after a few hours it was determined that there would not be a good outcome and life support was disconnected on 05/27/99. In conversation with the coroner's office, the customer stated that the patient's morphine levels were high, and the office had postulated that she either hadn't metabolized the morphine as she should have, or the level drawn after the patient expired was not drawn correctly. The customer states that they do not believe that the pca pump caused the patient event; according to records, the patient didn't receive more medication than prescribed. No pump alarms were reported.